Manufacturer narrative:
The actual subject sample was received and evaluated. Two of the three gastropexies were received. When the devices received were inspected at the time of evaluation one exhibited deployment of t-bar successfully, however, the other gastropexy did not exhibit any t-bar assembly when returned. Based on the device returned, the device did not exhibit any problem. Root cause could not be determined. All information reasonably known as of 15-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. The device history record for lot 30302423 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "we had to insert a peg tube. When placing the three anchors, the first anchor self-released, which is why we did not use the remaining 3 pieces in the package, but opened up some new anchors, which worked without problems.¿.